Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-01960-1. Further follow up with customer has confirmed that the item and lot numbers are unknown. However the reason for removal was bone loss. The reported device was not returned ¿ malfunction could not be verified. Similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR and complaint history review could not be performed since the lot number was unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to medical conditions / patient habits and surgical technique. Based on the investigation, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were unknown. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
It was reported that the implant was removed due to bone loss. Inflammation is reported as a symptom.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer has confirmed the item and lot number. The following sections are being reported: d1: brand name. D4: catalog number and lot number. G4: 510(k) number. G4: additional 510(k) numbers are k011028 and k013227. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
Clinician confirmed the implant item and lot number.

Event description:
Clinician reported there is an appearance issue. The implant was removed.

Manufacturer narrative:
Zimvie complaint (B)(4).